Event description:
Boston scientific crm received information that the pt with this lead presented to the emergency room with the complaint of syncope. It was noted that the counters showed no ventricular tachycardia (vt) episodes, however, there were 1400 episodes of atrial tachycardia response (atr). Low p wave amplitude and farfield oversensing with excessive mode switching were also noted. Farfield oversensing was still seen even after the sales representative adjusted the atrial sensitivity and the atrial blanking period. Technical services stated that farfield oversensing with no vt events and most of the atr's lasting one minute or less, would not typically lead to syncope. The cause of the pt's syncope is unk at this time. The pt is not pacemaker dependent and no additional adverse pt effects were reported. At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.